Manufacturer narrative:
The root cause of the issue was related to defective assay tips. The tip lot used is covered by a roche initiated recall. The customer was informed to stop using the affected tips. The affected tip lot was not distributed in the united states.

Manufacturer narrative:
Qc results following the discrepant results were acceptable. The field engineering specialist checked multiple components on the analyzer all of which were okay. The measuring cells were more than 12 months old so the field engineering specialist replaced them. Instrument check testing following replacement of the measuring cells initially failed. He replaced a sample probe and was able to perform a successful instrument check test. The customer performed successful calibration and qc testing. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable results for multiple assays from a cobas 8000 e 801 module affecting multiple patients. From the data provided for 10 patients: 1 patient had discrepant elecsys vitamin b12 immunoassay, elecsys ft4 iii assay, elecsys tsh assay, and elecsys psa immunoassay (it was not clear if the assay was free psa or total psa) data. 2 patients had discrepant tsh data. 1 patient had discrepant vitamin b12 and ft4 iii data. 1 patient had discrepant psa (it was not clear if the assay was free psa or total psa) data. 1 patient had discrepant elecsys troponin t data. 2 patient's had discrepant elecsys ferritin data. 1 patient had discrepant ferritin and vitamin b12 data. The discrepant results were not reported outside of the laboratory. There was no allegation of an adverse event. The tsh reagent lot was 38664600 and the ft4 3 reagent lot was 38033000. No other reagent lot information was provided.